Event description:
It was reported that the atrial lead was fractured. The physician tried to pull the lead out but was unsuccessful, so the lead was capped. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: the original report was against the (B)(4) lead. This lead is still in use in the patient. Subsequent information was received that indicated that the 5076 lead that apparently fractured was (B)(4) and that this lead had been inactive since 2007. The (B)(4) lead was attempted to be explanted during an ICD upgrade procedure. This supplemental corrects the original submission by removing the (B)(4) lead from the report, adding the (B)(4) lead, revising the event description and removing the event date as the date of fracture is not known.